Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, device will not turn on/device not functioning, other thermal issue and turns off randomly. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an dust-like contaminant on the rear panel, top enclosure, blower, blower box, and bottom enclosure. They observed hair-like materials on the interior of the top enclosure, bottom enclosure, and inside the blower box. Evidence of liquid ingress with potential mineral deposits was observed on the blower and within the blower box. A keratin-like substance was observed on the blower box. They observed a brown colored contaminant on the side of the outer enclosure, the water tank and both seals had an unknown white colored residue on them, the seals in the humidifier turned yellowish in color, hair-like particles in the bottom enclosure and around the springs and unknown yellow stains on the heater plate shield. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, unable to directly address the symptoms, cannot confirm the complaint of the device not turning on and was able to confirm the complaint of the device not functioning. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.